Manufacturer narrative:
The cobas 6000 c501 module serial number was (B)(6). The calibration and qc data were acceptable. The field service engineer replaced the sample probe. The investigation is ongoing.

Event description:
There was an allegation of questionable iron gen.2 results from the cobas 6000 c501 module. Of the data provided, the results for one sample were a reportable malfunction. The initial result was 171.7 ug/dl, and the repeat result was 174.0 ug/dl. On (B)(6) 2026, the repeat result was 115.0 ug/dl and was believed to be correct.